Event description:
It was reported by the company representative: "during the showering procedure with patient on the shower trolley, she fell down due to the overturn (90 degree)) of the stretcher plane. The shower trolley was in perfect condition and safe. The incident occurred due to the caregiver not properly closing the stretcher.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided upon conclusion of the manufacturer's investigation. (B)(4).